Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported this right ventricular (rv) lead was not able to be successfully implanted due to out of range impedance issues this lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead was not able to be successfully implanted due to out of range impedance issues this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.